Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of a company component, which was not qualified for use with associated iol model. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination, lens diopter was not qualified for use in the company component. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that while inserting company lens, trailing haptic was severed, the optic was scratched. The case was delayed because the lens was inserted into the patient's eye before it was discovered that the haptic was severed. Anastacia was longer and the lens had to be removed from the patient's eye before reinserting a new lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).